Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 19:53:25. During night drain cycle five, the patient's ultrafiltration reading was 1348ml, indicating the home patient (hp) drained 1348ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. There was no assignable cause determined for the iipv found in the logs. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.